Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: review of the black box data revealed no evidence of short battery life. The battery cap and battery compartment were intact without damage. The cap fit on the pump securely to maintain electrical connection for testing. Electrical currents were measured and determined to be within specification. The pump was exercised for 24 hours without evidence of short battery life. The pump was found to be operating within the required specifications. Unrelated to the original complaint, the display was noted to dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.